Event description:
Ous MDR - this device failed to respond when the device was interrogated. It could not display any info, no response at all. This device was explanted. The implant, explant and event dates were not provided.

Manufacturer narrative:
Ous MDR - upon receipt the pacemaker was subjected to an incoming inspection. The incoming interrogation was not successful. The pacemaker did not switch to magnet rate after application of a magnet. The pacemaker was subsequently analyzed destructively. Further analysis identified the magnetic-switch being defective, not closing the electrical contact. As a result, the pacemaker was not interrogatable and programming was found to be ineffective. Apart from the damaged magnetic-switch the pacemaker was fully functional. There was no indication for a sensing and/or pacing problem not of intermittent or of permanent nature.